Manufacturer narrative:
Estimated date. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a starclose device after a procedure for a gastrointestinal bleed. Reportedly, an unknown failure occurred with the starclose. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and a specified failure mode, a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.